Event description:
It was reported that a patient experienced a perforation and sepsis. It was reported via social media that a patient had a watchman closure device implanted. The patient suffered a cardiac perforation and a sepsis blood infection. No additional information is known at this time.

Manufacturer narrative:
Date of event : estimated as the aware date as the event date is unknown.